Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported their mouth still does not close comfortably. Their molars don't touch, the top of bottom front teeth connect with the base of that back of that top tooth. They thought they broke their tooth while eating a carrot. Patient was advised on changes to end of treatment protocol. Upon follow up, the patient reiterated they were still experiencing the same issues after completion of treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.